Event description:
Patient reported that since she had the essure implanted in her, she has been experiencing excruciating pain in her ovaries, leg and back. She suffers from significant swellings and bloating in her abdomen which makes her look like a pregnant lady. After consulting with her doctor, he informed her that her uterus is severely inflamed and that she will need to have a hysterectomy. She also reported, she suffers from irregular and heavy menstrual periods and also painful sexual intercourse.